Event description:
It was reported that this right ventricular (rv) lead showed noisy signals and a low, out of range impedance. Also, rv intrinsic amplitude was out of range. The rv lead remains in service at this time. No adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).